Event description:
Info received indicates the nurse call is not working properly.

Manufacturer narrative:
The technician isolated the issue to the communication cable. He replaced the cable to repair the bed.